Manufacturer narrative:
Additional information: an attempt was made to rewire through the stent, but this failed and instead the circumflex (cx) artery was wired and the dislodged stent was subsequently crushed in lm. There were no issues delivering the stents in the lad and cx. Lot number provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure one onyx frontier coronary drug eluting stent (des) dislodged during delivery to the lesion. During an attempt to cross the moderately tortuous and severely calcified lesion in the proximal left anterior descending artery (lad), the stent came off the balloon and into the left main (lm) artery. The device was inspected prior to use with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Multiple inflations were performed to crush the dislodged stent against the wall in the lm and the stent was implanted in the lm. One 3.0x38mm onyx des was placed in the proximal lad, and one 2.75x18mm onyx des was placed in the proximal circumflex (cx) artery after the dislodged stent was crushed in the lm. It was noted that shockwave therapy was also used on the proximal lad followed by intravascular ultrasound after the issue occurred. No further patient complications have been reported as a result of this event.